Event description:
It was reported that the patient underwent surgery for implant of posterior cervical instrumentation at c2-c7 with laminectomy. A mild dural tear was reported during the procedure. The incident was resolved with no treatment. At 2 days post-op, the patient had a cerebellar hemorrhage. Pt was experiencing vomiting and disturbance of consciousness. Ventricular drainage was performed. At 5 days post-op, the patient complained of dyspnea and underwent a tracheostomy. At 1 month post-op, the patient underwent physiotherapy for rehabilitation. At 7 months post-op, the patient was in remission and was transferred to another hospital.

Manufacturer narrative:
Corrected data: devices of multiple part/lot numbers were implanted during the procedure including: part: g6945722 (x6), lot: unknown part: g6945724 (x3), lot: unknown part: g6945720 (x2), lot: unknown part: g6945820 (x1), lot: unknown part: g6900240 (x2), lot: unknown although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.